Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 529 mg/dl. The customer stated that she woke up with high blood glucose and she bolused through out the day, but her glucose level continued being high. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.